Manufacturer narrative:
(B)(4). It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt), before ablation when the customer registered with univu on carto system and took a his point, there was a map shift. The physician moved the ablation catheter back to get another his point and noticed it was in an entirely different area than the first his tag, then moved the catheter back to the original tag and the catheter still had a his signal but there was no his signal present. There were no errors for this map shift. The his point was retaken and the issue was resolved without any patient consequence. The second his point was in a different place on the map. The customer stated they did not feel that anything had been changed during the procedure and felt it might have been a user error. According to event description, the customer felt it might have been a user error. The root cause of the issue could not be determined based on the provided information. As the caller wanted to report the issue for documentation purposes only and didn't request service or follow up, service was declined. A DHR review was performed by the manufacturer and no anomalies were noted in manufacturing or servicing of this equipment.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrioventricular nodal reentrant tachycardia (avnrt), before ablation when the customer registered with univu on carto system and took a his point, there was a map shift. The physician moved the ablation catheter back to get another his point and noticed it was in an entirely different area than the first his tag, then moved the catheter back to the original tag and the catheter still had a his signal but there was no his signal present. There were no errors for this map shift. The his point was retaken and the issue was resolved without any patient consequence. The second his point was in a different place on the map. The customer stated they did not feel that anything had been changed during the procedure and felt it might have been a user error. The cs catheter remained in the original position by map and univu on carto system. The fluoroscopy system had not been moved. The map shift was approximately 10 mm.